Event description:
Patient had her skin ripped off onto the grounding pad. Patient is having to have skin grafts, donor site. They were having to... Fix the area on the patient that was damaged due to the product. Patient was 81 years old, 160 lbs, allergies to tape, latex and rubber. Pad was removed slowly, from distal end, by rn. The procedure was 198 minutes. The pad was placed on the left lateral thigh. Surgery was tissue rearrangement and site prep of perineum surgery.